Event description:
It was reported by the patient's caregiver that the power indicator light on the previously working remote monitor was blinking. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. A new power cord is being sent for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.